Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation. No swelling over the implant side was noticed, the user has a normal skin flap.

Manufacturer narrative:
Based on the received information and in situ measurements from the field, a technical device failure seems very likely. However, the origin of the suspected failure cannot be determined. To determined an exact root cause a device investigation on the explanted device would be necessary. Currently no information is available on possible next steps.

Event description:
The user has no more hearing sensation. No swelling over the implant side was noticed, the user has a normal skin flap.

Event description:
The user has no more hearing sensation. No swelling over the implant side was noticed, the user has a normal skin flap. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.